Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rebel bms balloon catheter. Visual examination of the device revealed that the device had numerous kinks and bends. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and the stent presented no damage or irregularities. The hypotube was separated 45.6cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that as shaft break occurred. A 12 x 3.50 rebel bare metal stent was used for treatment of a 99% tortuous and 99% calcified left anterior descending (lad) artery. During procedure, the stent had difficulty to cross the lesion and it was noted the shaft broke 30cm from the hub of the device. The device was completely removed from the patient. The procedure was successfully completed with another rebel device. There were no patient complications and the patient's status was stable post procedure.

Event description:
It was reported that as shaft break occurred. A 12 x 3.50 rebel bare metal stent was used for treatment of a 99% tortuous and 99% calcified left anterior descending (lad) artery. During procedure, the stent had difficulty to cross the lesion and it was noted the shaft broke 30cm from the hub of the device. The device was completely removed from the patient. The procedure was successfully completed with another rebel device. There were no patient complications and the patient's status was stable post procedure.